Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device error was replicated during the laboratory testing. The returned system was powered on, in the "as received¿ condition. A system error 100.5010 was immediately observed. A temporary replacement of the logic board was carried out on the suspect pcu for testing purposes only, the test results confirmed a defective pcu logic board. The log review could not be conducted due to a malfunction in the logic board of the suspected pcu. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: a system error message means a hardware or software fatal malfunction is detected on the pcu. Operating channels will continue as programmed; however, settings cannot be changed. Replace the pcu as soon as possible. Record the settings prior to powering down the device. Settings are unrestorable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error 100.5010 and unable to flash. There was no patient involvement.